Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to supplemental (B)(4), additional information has been received and (B)(4) is now deemed reportable. It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation of alert/notification settings issue was undetermined via data. However, a flickering mag glass was found in connection to the reported allegation. The probable cause of the flickering mag glass was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. The reported issue of an alert/notification settings is reportable based on the finding of the flickering mag glass. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-293341 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.